Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an alarm 30 occurred after customer delivered a bolus and reoccurred after the cartridge was changed. Customer's blood glucose was 162 mg/dl. Customer reverted to using manual injections for insulin therapy.